Manufacturer narrative:
Pending device return and evaluation.

Event description:
Index surgery: (B)(6) 2013. Revision due to femur fracture. During the revision surgery, wear of the poly was noticed.

Manufacturer narrative:
Engineering evaluation noted the revision reported was likely the result of the femur fracture, which may have been related to poor bone quality or a post traumatic event. The worn liner appears consistent with progressive degradation of the polyethylene secondary to femoral neck impingement and/or edge loading in the lipped region.

Event description:
Index surgery: (B)(6) 2013. Revision due to femur fracture. During the revision surgery, wear of the poly was noticed.